Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultralink meter would not power on. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 12pm on the same day they contacted lifescan. The patient manages their diabetes with an insulin pump. The patient reported increasing their usual dose of humalog (5 units) in response to the alleged issue. The patient reported that three hours later they developed symptoms of "dizziness and sweating." The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the cca verified that there was no misuse of the product. The issue was not resolved and replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged issue began.